Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to excessive vaulting. Subsequently, the patient experienced a shallow anterior chamber depth. The icl was exchanged for a shorter lens which resolved the problem.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens not returned. (B)(4).